Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the incident occurred during patient use, almost at the end of the infusion. The infusion didn't stop even though the pump alarmed for air in line. The nurse noticed the air in line, before it could get inside of the patient. The tubing set used was a ap407. The pump was returned to the (B)(4) service center where it was tested by the technician. After turning on the pump, the annual certification test failure appears. Pump treatment information:occlusion parameters: 0.4 bar. Air detection parameters: - unique: off - cumulated: 0.5 ml/1ml. Tpn mode. Type of drug:unk. Was there a prime performed:no. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes human harm: no. Death / serious injury: no." Additional information was received on may 17 , 2016: "please provide a full detailed description of the treatment. Settings:rate: vtbi:(1000ml). Time:(18h). Mode:(unk). Single air value: accumulated air value: which administration set used was (type and lot number(unk). What priming method (manual / with pump) was used: (unk). Was the pump placed in a lockbox when the alarm occurred; if so, what type of lockbox (500ml/250ml/100ml): (unk). What was the height of the pump, the height of the infusion bag and patient height: (unk). After the alarm appeared, was the line re-primed: (yes). Did the alarm occur again after re-priming the administration set: (yes). How did the staff try to resolve this issue: (he tried to change the set and after that was no issue any more). Was the issue resolved: (yes). (B)(6).